Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with unknown mentor saline prostheses. On (B)(6) 2017 left sided deflation and right sided baker¿s grade ii capsular contracture was observed. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 425cc saline prosthesis was performed on (B)(6) 2018. (See 1645337-2018-03953 for contralateral prosthesis report).